Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
The customer reported the surgeon encountered foot pedal problems. It would not work prior to the fifth case of the day, switched out and used the old footswitch to complete the remaining case(s). No patient impact was reported. Additional information was requested.